Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, more than three openings on anterior/posterior side assessed as surgical damage. Additional observations: ¿ creases are observed. ¿ wear abrasion is observed. ¿ yellow particles in device inner surface are observed. ¿ yellow particles in the fill channel are observed. ¿ nick is observed assessed as surgical tool scratch like.

Event description:
Healthcare professional reported left side deflation. The device has been explanted and replaced.

Event description:
The device has been explanted and replaced.